Event description:
In 2002, this pt was implanted with gore excluder bifurcated endoprostheses. At an unk date a CT scan demonstrated aneurysm enlargement due to endotension. At an unk date, the pt underwent a sac puncture and drainage of the aneurysm. In 2008, the pt underwent a successful reintervention in which gore excluder aaa endoprostheses were implanted to reline the previously implanted endoprostheses.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the pt (pcc121400/lot# 0019607-06 and pcl161207/lot# 0014403-06). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.